Event description:
The reporter claimed that the patient's blood glucose was elevated to high, possibly above 600 mg/dl and was admitted to the hospital. The animas representative obtained more information to assess the animas pump and the patient's alleged hyperglycemia. Based on the information, the animas representative concluded that there were several other factors that contributed to the alleged hyperglycemia. It was noted that the patient never programmed the animas pump to the correct date and time. The basal segment could not be confirmed to be accurate. The insulin cartridge could not be assessed because there were only 2 units left. The patient recently started on dialysis and has a toe infection. Due to the infection in his toe, the patient is less active. In addition, there was a bent cannula issue discovered during training. The patient guesses how much to bolus based on the carbohydrate intake. This complaint is being reported due to possible user error and because the patient received medical intervention for elevated blood glucose while he managed his diabetes with the animas pump. Although there were other contributing factors unrelated to an animas pump issue such as toes infection and bent cannula, user error such as incorrect date and time could not be ruled out. Hence, this complaint is being reported.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the total daily dose history appears inconsistent due to a time and date issue. There was no data available from the time of the reported incident due to continued pump use. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Additional testing could not be completed because the keypad buttons were unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).